Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. This report is for the first device. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two reciproc file broke during use on the same tooth. The patient's tooth was extracted.

Manufacturer narrative:
The two involved reciproc r25 8/100 25mm 025 are actually broken at the tip of the active part and in the active part (fatigue). No material defect was found during analysis of the rupture pattern. Unused products have been evaluated according to our prescriptions and were found in compliance with specifications (measures, torque test). Nothing unusual to report was found during dhrs review (batches #1433188, 1433160, 1433494, 1433869, 1433693, 1433568, 1433206, 1433571). Root causes are not identified. This kind of event is tracked and we monitor the trend.